Event description:
It was reported that a revision surgery was performed due to the breakage of half pins.

Manufacturer narrative:
It was reported that a revision surgery was performed due to the breakage of half pins. The associated devices were not returned for analysis. Therefore a product evaluation could not be performed. No batch number was provided, therefore the device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved, no batch information available as well as no medical information provided, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.